Manufacturer narrative:
An evaluation of the device cannot be performed as the device was lost and not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient dislocated her hip and the liner was removed. The surgeon then implanted a constrained liner and head and then the liner and head were lost from that surgery. There was no apparent problem with the implant that was not accounted for."